Event description:
It was reported that (1) device was used during a low anterior resection (diverticulitis). It was reported by the affiliate that during the procedure, an anastomosis in the colon-rectum region should be performed. After insertion, the cdh29 device was closed. It was reported that the orange indicator was fully within the green range of the setting scale. The safety could not be released. The surgeon then turned the adjusting knob again clockwise. After that, the safety was released under application of excessive force. The device was fired. The surgeon could not hear the normal "crunch". After the firing handle was released, the instrument could not be removed easily from the pt. After removing the device, it was noticed that the anastomosis was incomplete. The instrument cut, but the staples were not closed. After that a second device was used outside the pt. The same failure occurred (the orange indicator was fully within the green range of the setting scale. The safety could not be released). This device was not fired and was not used on the pt. A third device was used outside the pt. This device did not show any problems and was used on the pt. The anastomosis was performed sufficiently. Due to the fact that the first device did not function properly, tissue had to be removed in order to prepare a second anastomosis. As a result a temporary anus artificial may not be replaced.